Manufacturer narrative:
(B)(4). Date sent: 3/6/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the device fired independently. No user has fired the device. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p94015. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of the device has fired independently. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.